Event description:
The international philips field service engineer (fse) reported a ventilator experienced a repeated carbon dioxide (co2) alarm during clinical use. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the fse. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution name & address #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
B5: the field service engineer (fse) reported that the issue was found while providing therapy to a patient. The patient was transferred to another working ventilator. There was no patient or user harm reported. The fse duplicated the reported issue and replaced the gas delivery assembly. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.